Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) in backup mode. Programming changes were performed to resolve the issue. There were no patient consequences.